Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in transit.

Event description:
It was reported that during impaction of the tibial component, part of the pad from the impactor fractured and fell into the surgical site. The surgeon irrigated the wound, however, it could not be confirmed whether any fractured pieces remained in situ.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor pad was identified to be fractured and exhibits wear. The device history records were reviewed and no discrepancies were identified. Based on the information provided and the age of the device, the root cause can be determined as normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor pad was identified to be fractured and exhibits wear. The device history records were reviewed and no discrepancies were identified. Based on the information provided and the age of the device, the root cause can be determined as normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.